Manufacturer narrative:
D3: correction. H6: evaluation codes updated. Device evaluation: one device was received. A review of the event history log confirmed a "cassette not attached properly" alarm. Device was visually and functionally tested and the customer reported complaint was confirmed. The cause was found to be a bad downstream occlusion (dso) sensor and seal. The dso sensor and seal were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump was showing the alarm could not attach. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.